Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available photographs were reviewed, and the loosening allegation can be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a previous device history record review was conducted as part of investigation (B)(4). The record review did not reveal any related manufacturing deviations or anomalies. A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 26 mar 2021. On (B)(6) 2021, the patient underwent a left knee revision to address pain and tibial tray loosening at an unknown interface. The tibial insert, tibial tray, and femoral component were revised. The patella component was retained. The patient was revised with competitor products. There were no indicated intra-operative complications. Doi: unknown, dor: (B)(6) 2021, left knee.